Event description:
At the initiation of bypass through the extra-corporeal circuit, the user facility reported that the maximum flow rate through the oxygenator and reservoir was limited to approximately 1.5 liters per minute. The flow restriction was limited to approximately 1.5 liters per minute. The flow restriction was resolved by coming off pump and changing-out the venous reservoir. The procedure was completed with no further complications. The pt condition was reported to be fine.